Event description:
Five days after pci, thrombus was found in the cypher. Pci was performed on this pt who presented for elective treatment of the proximal to distal rca and poba was conducted. The mid and distal rca were described as in stent restenotic lesions (after competitor's bare metal stent) that were chronically total occlusions and type c. Pre-procedure medications included asa 100 mg/day. Intra-procedure medications included asa 100mg/day, 7000 units heparin, ticlopidine hydrochloride 200 mg/day and protamine. The proximal rca was pre-dilated with a 2.0x15m balloon at 16 atm before deploying one 3.0x33mm cypher stent at 20 atm. This stent did not overlap the existing stent. Post-dilation was performed with a 3.5x33mm balloon for unspecified reasons. Ivus was conducted. Timi flow pre-procedure was zero and timi 3 flow was recorded post-procedure. Residual diameter stenosis measured 0%. Act was 265. Post-procedure medications included asa 100mg/day, ticlopidine hydrochloride 200 mg/day and cilostazol 200mg/day. Five days later, the pt had no symptoms and was hospitalized for planned pci of the left circumflex. Cag was conducted and thrombus was observed in the implanted cypher stent. Aspiration and poba were conducted then a 3.5x33mm multi link zeta stent was deployed inside of the cypher at 16 atm. The physician commented that the cause of the sat was first because the target lesion was in the area of the omi., so the flow was slow. In addition, pre-procedure administration of anti-platelet therapy was not sufficient. Finally, while conducting poba for the distal rca, the vessel ruptured but poba was conducted to treat it. Heparin was also used to neutralize the rupture.